Manufacturer narrative:
Concomitant medical products: 10ml bd syringe ref (B)(4), lot 812911a, exp (B)(6) 2021, 0.9% nacl injection, therapy date (B)(6) 2018. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an unspecified infusion, the user noted that the patients bed was wet, upon closer examination the nurse observed that the filter was leaking. There was no report of patient harm. The event occurred in the (B)(6).

Manufacturer narrative:
Patient was an infant. The customer¿s report that the filter was leaking was confirmed. Visual inspection of the set noted no damage or anomalies. Further inspection of the separated tubing end observed there were insufficient to none areas of expected solvent, and the tubing depth did not appear to have been fully inserted within the filter component. Functional testing confirmed leaking from the engagement between the outlet of the filter and microbore tubing. Dimensional analysis of tubing measured to be within specification. The root cause was due to a manufacturing assembly issue of insufficient solvent at the tubing engagement to the filter component.

Event description:
The customer reported that during an unspecified infusion, the user noted that the patients bed was wet; upon closer examination the nurse observed that the filter was leaking. There was no report of patient harm. The event occurred in the nicu.